Event description:
It was reported that during a coronary angioplasty procedure, difficulty deflating the balloon occurred. The lesion being treated was in the left anterior descending (lad). When the physician was attempting to inflate the maverick mr 2.0 mm x 15 mm balloon, it was noted that contrast did not go into the balloon. The physician pulled the inflated balloon out of the vessel without causing injury due to the vessel diameter was larger than the 2.0 mm balloon and the inflation device were adequately prepped to remove air. The balloon was inflated to 8 atms when the air was noticed. The patient is reported to be in satisfactory condition.